Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va09214, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(4) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: neu_stimloc_acc, serial# unknown, product type: accessory. (B)(4). Analysis of the neurostimulator, serial # (B)(4), found no anomaly. Analysis of the lead, lot #va090aq, found the proximal end conductor broken. The #3 conductor was broken at the #3 connector weld site 0.2 cm from the proximal end of the lead. The setscrews were tight to the lead. Analysis of the extension, serial # (B)(4), found the conductor broken within 10 cm of the connector area. The #0 conductor was broken 2.8 cm from the proximal end of the extension. The setscrews were tight to the extension. (B)(4).

Event description:
It was reported the patient never had therapeutic effect and reprogramming had been performed. An explant was required as a result of the event. The patient status at the time of report was alive with no injury.